Manufacturer narrative:
Device is a combination product. A synergy ii us mr 3.00 x 16 mm stent delivery system was returned for analysis without the stent. The stent was not returned for analysis as it was implanted. The balloon cones were reviewed, and the balloon appears partially deflated and the distal balloon cone appears to be bunched distally. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual examination of the hypotube found evidence of multiple kinks and a break 121.5cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found the inner lumen was damaged 5cm proximal to the distal tip. The core-wire is visible at the break site. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred and removal difficulties were encountered. The target lesion was located in the mildy calcified mid left anterior descending artery. A 3.0x16mm synergy drug-eluting stent was deployed for treatment. However, upon removal, the delivery system was stuck inside the touhy and the shaft was broke in half. The device was able to be completely removed from the patient with no complications reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred and removal difficulties were encountered. The target lesion was located in the mildly calcified mid left anterior descending artery. A 3.0x16mm synergy drug-eluting stent was deployed for treatment. However, upon removal, the delivery system was stuck inside the tuohy and the shaft was broke in half. The device was able to be completely removed from the patient with no complications reported and the patient's status was fine.